Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the shield cover fluid damage, the lg cable connector housing fluid damage, the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, and the u/d knob white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).